Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue. A visual inspection was carried out on the returned component, no anomalies were observed. The ai pcb passed all required tests. The results were documented on a product history record. Conclusion: no fault found.

Event description:
An error code was reported indicating that the ventilator was entering a ventilator inoperative condition. The ventilator was not in patient use at the time of the event. There was no reported patient harm or injury as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.